Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.the passport balloon dilation catheter was returned with the balloon fully folded and wrapped around the catheter shaft and a balloon protector was covering the balloon. Visual and tactile examination of the returned device revealed no damage to the shaft of the device, however, the distal tip of the device was severely kinked and bent. No other defects were noted to the device.the most probable root cause for this event was determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during preparation for the procedure, the nurse noticed that the distal tip of the balloon catheter was bent. There was no other damage noted to the device or on the packaging of the device. The procedure was completed with another passport balloon dilatation catheter. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, during preparation for the procedure, the nurse noticed that the distal tip of the balloon catheter was bent. There was no other damage noted to the device or on the packaging of the device.the procedure was completed with another passport balloon dilatation catheter. There were no other patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4).